Event description:
The left eye was the operative eye involved.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. The review of logfile for the day of treatment shows no errors or any relevant warnings that could contribute to the reported event. During start-up of the system the vacuum check, the energy check and the ablation check were performed successfully without issue. The energy was stable during the whole day. The logfile shows 30 successfully performed treatments. The corresponding treatment was cancelled by the user after suction 1 was achieved. The user restarted the treatment and finished the treatment without any issue. No technical problem can be identified during logfile review. The root cause could not be determined conclusively . The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device history record (DHR) for the device has been reviewed. The associated device was released based on company acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A technician reported a loss of suction during lasik flap creation. The patient is being rescheduled for photo refractive keratectomy. Additional information requested.

Manufacturer narrative:
Sample was returned. Failure analysis shows the reported problem cannot be reproduced with the returned patient interface. No deviation of docking or other issues can be detected. No problem was found with the patient interface. The reported problem cannot be confirmed. No problem with the returned patient interface can be identified. The manufacturer internal reference number is: (B)(4).